Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was mildly calcified, moderately tortuous and 90% stenosed. The xience skypoint 48 stent was deployed with direct stenting. An attempt was made to post-dilate the stent with the skypoint balloon, but the balloon ruptured when it inflated because the balloon got caught on the implanted stent edge. So, a 20mm high-pressure balloon was used for post-dilatation at 12 atmospheres, but it also ruptured. Therefore, a new high-pressure balloon was used to post-dilate the implanted stent. By angiogram, the stent appeared to be deployed without issue. However, the stent strut was confirmed to be severely flared by intravascular ultrasound (ivus). No treatment was performed for the flared stent. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation. The reported material rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.